Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was isolated to damaged r684, r689. And r45, as well as causing f600 to open on the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. In addition, there was contamination on connector j1002aa and j1003aa on the defibrillation board. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.